Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Analysis of the device memory indicated an audible alert sound. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hearing alarm tones coming from their device. It was noted that the alarm tones were likely from magnet proximity. The device is still in use. No patient complications have been reported as a result of this event.